Event description:
The manufacturer received information that a bipap a40 pro experienced smoke damage and turbine and case fan issue. No patient harm or injury were reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information received indicating the allegation of a ventilator inoperative condition with the subject device. The device has been returned to a third-party service center for evaluation; however, evaluation has not yet been completed.